Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Additional devices listed in this report: dwf510 tornier flex shoulder sys rev tray 0th 1.5mm offset. Dwf361b tornier flex shoulder sys rev insert 36mm 6th b 12.5deg. Dwj401 tornier perform reversed stand ard baseplate 25mm. Dwj022 tornier perform reversed later alized glenosphere +3 dia 36mm. Device remains implanted in patient.

Event description:
It was reported that the patient had post-operative pain which limited their range of motion. Through CT scans it was revealed that the patient had inferior osteophyte.

Manufacturer narrative:
Please note correction in h6 health impact: the reported event could not be confirmed since no other evidences were provided. The device inspection was not possible as the products were not returned for investigation. Since this event is a particular issue, the opinion of the medical expert was requested with the limited information available and stated as following: ¿as the surgeon performed an extensive release of soft tissues and the motion interfaces (arthroscopic debridement, capsular release, subacromial decompression, exostosis, removal of posterolateral acromion, and removal of sutures), I do not believe we can blame to inferior osteophyte to be the reason for the limited range of motion. The shoulder was still fine a couple of months before the ae was reported and osteophytes do not develop in such a short time". Moreover, an osteophyte can be defined as a bony outgrowth, that occurred usually adjacent to an area of articular cartilage damage in a joint, mainly affected by osteoarthritis or due to aging, a condition that causes joints to become painful and stiff. In this case, it is very unlikely that the device could have caused the reported event. More information is required to determine an exact root cause. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the patient had post-operative pain which limited their range of motion. Through CT scans it was revealed that the patient had inferior osteophyte.